Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced a low blood glucose level of 2.2 mmol/l. It was reported that they were having an alarm to call emergency help. The customer had no symptoms. It was reported that they did treat the low blood glucose level with glucose tablets. Troubleshooting was declined. The insulin pump will not be returned for analysis.